Event description:
After a surgery, the patient underwent a cardioversion (50/100 and 150 joules, the patches were placed in frontal and dorsal position considering the pacemaker location). The device could not be interrogated afterwards. Reportedly, absence of capture was observed while the device was programmed in voo. But asynchronous ventricular pacing was observed. However, it is not clear when this absence of capture was observed (before or after the cardioversion shock). The device was finally explanted.

Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.